Event description:
A malfunction was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with the reset. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump.